Manufacturer narrative:
Retainer ring was clear. Unit had minor scratched display window, scratched case, scratched display window cover, cracked battery tube threads, cracked case at the battery tube side, missing serial umber label, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer/partially detached retainer. Unit was received without the original battery cap. Unable to verify damage to the battery cap. However, no anomaly was noted when installing or removing the test battery cap. Unit passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.